Event description:
Event description guidant received information that an air embolism was introduced during implant of this transvenous defibrillation lead. The physician attributed this occurrence to a gap in the space between the introducer and the lead body. The physician also commented that the lead tip is too large. A suction catheter was used to remove the introduced air. No adverse patient effects were encountered.